Manufacturer narrative:
The device was intended for use in treatment and it was reported that the drill was making grinding noises. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports. The surgical system user's manual released at the time of the complaint provides instructions for proper assembly and care of the surgical drill. We could confirm there was a relationship established between the reported event and the device. The device was returned for initial investigation to OEM. The returned device was evaluated, and the reported problem was confirmed. A visual and functional assessment was performed and found that the device was loud and was running over the temperature spec. The device was disassembled which found that the driveshaft was broken indicating excessive force was used during use. The malfunction is most probably due to user error.

Event description:
It was reported that during a unit check up, four anspach drills were found making grounding sounds which most likely occurred from bearing wear. All of which except one failed the temperature test ((B)(4)). (B)(4) and (B)(4) are difficult to lock the collar down and are also difficult to lock the bur into position. This complaint is for the anspach drill (B)(4). Investigation results determined that driveshaft was broken and the device was running over the temperature spec. Complaint 3 of 4.